Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and improper maintenance. Additionally, a review of the device history was performed and no non-conformance's were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device was not working. During in-house engineering evaluation, it was determined that the device had liquid residue on the electric control unit (ecu), the coupling head label was worn and there was unknown debris on the ball bearings, seal and o-ring. It was also observed that the device motor front shaft was hard to rotate, there was unknown liquid on the internal sub-assemblies, the device showed signs of immersion, made an unusual noise, had excessive heat and would then slow down stop. The device also failed pre-tests for off/oscillation/on switch mode function check-intermittent operation. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.